Event description:
A customer reported no video/error message-scope not connected on an ec38-i10nl (sn: (B)(4)) video colonoscope. The customer stated user went to use it first time back since repair and when plugged into processor they get error message check connection number 5. There was no report of patient injury, delay in procedure of other medical issue requiring intervention as a result of the issue.

Manufacturer narrative:
Import for export, therefore 510k is not applicable. The reported customer complaint of no video image was not confirmed through evaluation of the device. Evaluation findings were listed as: passed dry leak test, passed wet leak test. If additional information becomes available, a supplemental report will be filed with the new information.